Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 17th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from her dario meter a bg reading of 160 mg/dl followed by a bg reading of 95 mg/dl.